Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd cleo reported that patient received line block alarm and checked her tubing and site. Patient glucose level was increased to 400mg/dl. Patient stated that when she checked the site, there was leak in insulin. There was patient involvement and no harm/adverse event reported.